Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure when a mitraclip ntw was attempt to grasp, the clip was opened to 100 degrees and experienced resistance on the arm positioner while closing the clip arms. The clip arms were difficult to close. During pre-deployment establish final arm angle (efaa), the clip continuously opened to approximately 45 degrees. Additional trials encountered the same issue when closing from a variety of different degrees. Troubleshooting was not performed. The clip was removed. Another mitraclip was implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficulty closing the clip, clip opening during efaa, and arm positioner resistance were not confirmed. Some of the frictional elements were observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported arm positioner resistance and bent frictional elements appears to be cascading events of the difficulty closing the clip. Causes for the reported difficulty closing the clip and clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.